Manufacturer narrative:
The final resolution/repair information is not available. â block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation. There was no patient involvement.